Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1000 bd luer-lok¿ tip syringes had black ink borders around their scale markings. The following information was provided by the initial reporter: "I wanted to inform you that during production, the operators reported that there are black ink borders on the 10 ml syringes (lot 2027382). Right now, we have about 1000 units of these syringes with this defect. Our customer does not accept these defects, so they are unacceptable by us during production and are rejected as defective material."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-oct-2022. It was reported the syringes had ink rings. To aid in the investigation, ten samples and four photos were provided to our quality team. Through visual inspection, it was observed that all syringes had very faint ink rings present around the whole or partial circumference of the barrel in various positions ranging from the roof of the barrel to approximately the 8ml grad line. All ink rings observed are smaller than the thickness of a graduation line. The condition observed is acceptable per product specification. The potential root cause for the ink rings defect is associated with the marking process, most likely by the doctor blade. Since this appearance does not affect form, fit or function of syringes, no corrective actions will be made at this time. A device history record review was completed for provided lot number 2027382. The review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 1000 bd luer-lok¿ tip syringes had black ink borders around their scale markings. The following information was provided by the initial reporter: "I wanted to inform you that during production, the operators reported that there are black ink borders on the 10 ml syringes (lot 2027382). Right now, we have about 1000 units of these syringes with this defect. Our customer does not accept these defects, so they are unacceptable by us during production and are rejected as defective material.".